Event description:
It was reported that during an attempted implant in the right atrium, excessive noise representing electromagnetic interference and resulting in no capture on the inital right atrial (ra) lead. Troubleshooting steps included attempting with different cables, switching ports on the analyzer, testing with the helix extended and retracted, and placing a new ra lead. The same issue was initially observed with the new lead until further testing, after which capture was achieved. Pulling the stylet greatly reduced the noise, and no noise was detected on the new lead through the device. The initial ra lead was attempted not used. The replacement ra lead and implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.